Event description:
The customer reported that there was a defective arm cable attachment in the console. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the cable attachment. The system operates as intended.